Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. Based on the information available, a definitive cause for the reported patient effects could not be determined. However, the patient effect of death is listed in the mitraclip instruction for use (IFU) as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates of death, event, and implant: dates estimated. (UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The clips remains in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report post mitraclip procedure, death occurred. It was reported through a research article identifying the mitraclip device which maybe related to patient death. Details are listed in the article titled, "temporal trends and outcomes of transcatheter mitral valve repair among nonagenarians". No additional information was provided.